Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot number required to review the device history records were not provided. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised to address pain, found polywear.